Manufacturer narrative:
Manufacturing record (DHR) review was conducted and the product met quality requirements for product acceptance per the applicable manufacturing quality plan. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
(B)(6). This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
After opening the package, a fracture was noted in the body of a 7f vista brite tip guiding catheter. The product was not used in the patient; the event was identified before use. The hospital did not report the event date. The product will be returned. The device was not stored according to the labeling.

Manufacturer narrative:
As reported, after opening the package, a fracture was noted in the body of a 7f vista brite tip guiding catheter. The product was not used in the patient as the event was identified before use on the patient. The hospital did not report the event date. The account reported that the device was not stored according to the labeling. Attempts to gather additional information were unsuccessful. The product was not returned for analysis. Review of lot 17161735 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. According to the product instructions for use, users are cautioned to not use any damaged product as was done in this case. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.